Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 450 mg/dl. Customer found insulin in the bottom of the reservoir compartment. Customer has treated with a manual injection and the pump. Customer stated that the alarm occurred during manual prime. Customer stated that the no delivery alarm is recurring. Customer stated that she does not have the plunger available. Customer stated that the pump did not alarm no delivery after inserting the reservoir into the pump and running a manual prime. Customer was advised that the pump was working as designed. Customer mentioned there is not insulin in the reservoir compartment and the reservoir is not leaking.